Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported that in 2007, she began to feel ill with elevated blood glucose, vomiting and diarrhea. She stated these symptoms continued and on the next day, she was admitted to the hospital with a blood glucose reading in excess of 600 mg/dl and was diagnosed with dka. She said she was taken off of her insulin infusion device and placed on an insulin drip. The pt stated she did not know what caused the event but felt she may have had an infection as her white blood cell count was elevated to 71,000. She stated her blood glucose reading on the following month, was 108 mg/dl which is within her normal range of 150 mg/dl. She said she started back on her infusion device before she was discharged that day and within 2 hrs her blood glucose reading was 400 mg/dl. She said she received a 07 (system alarm) while attempting to prime and then took off her device and went back to injection which she is currently using. The pt stated she has continued to have elevated blood glucose readings while on insulin injections with her most recent reading being 293 mg/dl. During troubleshooting, the pt stated she did not know how old the piston rod, cartridge adapter or batteries on her infusion device were. The pt was instructed to insert new batteries to attempt to clear 07 alarm which she did without error. The pt then inserted a new infusion headset and used a cartridge filled from a new, unexpired vial of insulin. The pt was sent a complimentary piston rod and adapter. Repeated further attempts to contact the pt for follow up were unsuccessful. No product was requested to be returned for evaluation.